Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: faulty mainboard msp160644. Correction: replace vu mainboard msp160644. Hamilton medical ag complaint number: (B)(6). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: device starts with self-test unsuccessfully. In test/calibration - sensor data - sensor 4 the 28v_ip is not ok.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: faulty mainboard msp160644. Correction: replace vu mainboard (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: device starts with self-test unsuccessfully. In test/calibration - sensor data - sensor 4 the 28v_ip is not ok.